Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(6) ¿ the dentist reported that 2 months and 8 days after the dental implant was installed in intraoral region 9#, its non- osseointegration was observed and occlusal overload has occurred. Moreover, 35n.cm of primary stability was achieved, the patient presented bone type ii, bone graft was placed, immediate load procedure was performed and immediate implant was done.